Event description:
A facility reported a hakim valve (ID (B)(4) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2023, due to high icp of 350mm/h2o and ventriculomegaly. After the procedure the patient was not feeling well. Therefore, the physician adjusted the pressure to 200mm/h2o and the patient was discharged. The pressure setting recorded on (B)(6) 2023, was 110mm/h2o after an x-ray was taken, however, on the following day, (B)(6) 2023, the patient's lumbar puncture pressure was 60mm/h2o only. The valve pressure was readjusted to 180 mm/h20 under x-ray on (B)(6) 2024. The patient was not willing to have an x-ray recheck despite the unclear result on the x-ray. The patient received a transfusion for a week and the lumbar puncture pressure of patient remained 60mm/h2o. The patient had a lumbar puncture pressure of 0mm/h2o on (B)(6) 2023. The patient experienced a headache due to a valve issue.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve (ID (B)(4) was returned for evaluation. Device history record (DHR) ¿ the product code 82-3832 with lot 5991688, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was hydrated; a needle hole in the needle chamber was noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; no leak was noted, only leak from needle hole. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve.